Event description:
It was reported that this right atrial (ra) lead was found to exhibit high out of range pacing impedance measurements that are greater than 2000 ohms. A lead safety switch (lss) was triggered from bipolar to unipolar configurations, however the ra lead pacing impedances remained to be high out of range. At this time, this ra lead remains in service. No adverse patient effects were reported. Additional information indicated that this ra was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was found to exhibit high out of range pacing impedance measurements that are greater than 2000 ohms. A lead safety switch (lss) was triggered from bipolar to unipolar configurations, however the ra lead pacing impedances remained to be high out of range. At this time, this ra lead remains in service. No adverse patient effects were reported.